Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump screen was unresponsive and not functional. The customer's blood glucose level was 122 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.